Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the supplied 40cc driveline tubing was connected to the short driveline tubing. The teflon sheath was noted on the iab. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. An external leak was immediately noted and located around the distal end of the bifurcate bushing adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. An nc was initiated on lot: 18c24l0452 for "glue on shrink tube (lws)"; the lot was released per procedure. This is not relevant to the reported complaint. A corrective and preventive action has been initiated to further investigate the issue. The reported complaint for "helium loss 2 alarms" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "helium loss 2 alarms, failed leaked test - susptectred rupture". Additional information states that the iab cather was removed and replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine".